Manufacturer narrative:
Correction: device manufacturing date. This supplemental report is being submitted as additional information from the complainant reported that there was no patient harm and the results from the lab work performed is unknown at this time. It was further noted that the product was stored in an unknown location at the hospital. The product was removed and replaced with the same type of device. A batch record review was performed. No non-conformance report (ncr) related to complaint issue were initiated for complaint order during production. The batch record review resulted in discrepancy which was investigated in another complaint. On the basis of information received the investigation concludes that the true root cause for the issue ¿udometer safety plus (umsp) bag and chamber with black spots (mold)¿ cannot be identified. The possible root causes are user mistake, product packaging which does not guarantee the integrity of sterile barrier system during transportation and inadequate conditions of transportation and storage of sterilized products. Additionally, sterility testing is planned to be performed. The investigation report will be updated after completion of sterility testing to review root causes (if required) and identify corrective actions needed to mitigate the possible root causes. Additionally, a test sample was received and tested. Bioburden testing was failed ¿ (4) cfu (colony forming units) were found. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Based on the available information, this event is deemed a product malfunction. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported that the bags had black spots in the used measuring chamber of the device. The distributor stated "it is suspected molds." Photos depicting the reported event were provided for review. No further details have been provided.